Manufacturer narrative:
The product is expected to be returned. Once it is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the helix was operating normally after the lead was repositioned two times due to unsatisfactory measurements. During the third reposition attempt, the helix was not able to fully extracted despite applying 20 turns. The physician was concerned that the helix mechanism had broken and the lead was extracted. The helix mechanism was tested again and the helix was still not operational. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.